Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The probe was broken off at 13 mm from the distal end. The fragment of the probe was not returned. The fracture surface of the probe showed that crack developed. There was a mark that something hard was caught at the tissue pad. The coating for electric insulation of the grasping section was partially missing. The device history record was reviewed and found no irregularities. Based on the investigation result, it was known that the subject device between the probe and the grasping section grasped a metal or something hard tissue and an excessive load that grasping the tissue was applied to the probe consequently the probe cracked. Eventually, the probe was broken off when the probe was subjected to a load. And also, based on the past similar cases, it was known that the coating for electric insulation of the grasping section was damaged when the user scraped tissue or coagulum on them with a sharp instrument. The above device handling has warned in the instruction manual as follows. Do not grasp or let the probe tip contact hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator). Also, be careful to avoid contacting the probe tip with those accidentally. Particularly during activation, a scratch on the probe tip could occur due to ultrasonic vibration, which leads the probe tip to break and fall off into the body cavity. In addition, the high-frequency (rf bipolar) current flows through the metal and generates spark discharge, which may cause burns and decrease functionalities. If the grasping section, metal-exposed area around it or the probe tip gets sticked tissue during treatment, wipe it with a soft object such as a piece of gauze or a brush. Do not attempt to scrape it with a sharp object such as a scalpel or the tip of tweezers. Otherwise, the grasping section, metal-exposed area around it, the fluorine resin part, a coated surface or the probe tip may be scratched and damaged, which may lead to fall-off of the damaged part into the body cavity or burns of the tissue by a high-frequency leak current output due to destruction of the insulation structure.

Manufacturer narrative:
The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation, because the subject device was discarded by the user. Therefore, the exact cause of the reported event could not be conclusively determined. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
During a gyneco coelio procedure, the subject device was used. In the procedure, the distal part of the subject device broke and fell in the patient body. The fragment was retrieved. There was no patient injury reported. No further information was provided. This is the report regarding the breakage of the distal tip of subject device.